Event description:
Return reason: cut distal adhesive band of balloon. Analysis determined: investigation found a small tear below distal adhesive bank of balloon; origin unknown. No mfg defects were found. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the pt's status. Corrective action taken: the corrective action is that bbnj is continuously working to improve its balloon latex to lessen balloon tears. Each balloon is 100% inspected. Inflated and deflated prior to packaging and final release. Inspection process have been updated and are continually being eval for improvements. Both the frequency and severity of this type of this type of incident will be closely monitored to determine if further remedial action is necessary.